Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that during a surgical procedure, the device overheated and the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record addresses the instance of the bur breaking.

Manufacturer narrative:
H6; the reported event, for bur breakage, was not confirmed as the bur was not returned for evaluation. Without the bur, the root cause cannot be determined. The quality investigation is complete. Device discarded by customer.

Event description:
It was reported that during a surgical procedure, the device overheated and the bur broke in the attachment. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully. This record addresses the instance of the bur breaking.